Event description:
Catheter removed post chemotherapy completion. Surgery was scheduled for the removal of the catheter in 12/94 but pt developed pulmonary emboli which could have been caused from catheter.